Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unresponsive despite the use of multiple usb cables and wall adapters. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method of insulin therapy.